Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem (will not power up) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the damaged battery. Device evaluation of electrode belt has been completed. The reported problem (damaged cable) has confirmed that the orange and brown wire were broken. The root cause could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a battery would not power on a monitor. A us distributor reported that an electrode belt was damaged.

Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem (will not power up) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the damaged battery.

Event description:
A us distributor reported that a battery would not power on a monitor.